Event description:
It was reported that the patient received an inappropriate shock for electromagnetic interference (emi) while swimming in a pool. The patient had no other symptoms. The patient presented to the emergency room. Interrogation of the device revealed there was nonphysiologic sensing which resulted in an episode detected as atrial fibrillation. Electrograms from the episode are consistent with 60 cycle noise, most likely due to current leakage in the swimming pool. There was a recommendation to avoid that particular swimming pool. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was further reported by the clinician that the device was still detecting inappropriate oversensing due to emi. An electrician reportedly checked the pool and is asking what the tolerance is for current leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.